Manufacturer narrative:
This is a final report.

Event description:
Per the surgeon's report, the pt underwent revision surgery in 2007 to revise the electrode location. An x-ray taken after the revision, shows possible incomplete insertion of the electrode array. The results of an integrity test done four days later, were consistent with a normal receiver/stimulator function and two open circuit electrodes. The pt continues to use his device with the open circuit electrodes deactivated.